Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a snapshot removal task was in progress on the server by rubrik. A technical support specialist canceled the job on the server, validated the servers, and confirmed that everything was working as expected after the database (db) server migration. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access the station, and epic was not receiving messages from pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.